Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the symptomatic patient presented to the emergency room. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced. The patient was stable throughout the surgery.

Event description:
New information received notes that patient presented to the emergency room with symptoms of dizziness but was stable.